Event description:
The customer reported device not working - power supply error. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported device not working - power supply error. There was no reported pt involvement. The philips repair bench evaluated the device and found the power pca failed. The power pca was replaced to resolve the problem. The device passed all performance assurance testing and was returned to the customer.